Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for complaint device lot number. Manufacturing location: (B)(4). Date of manufacture: nov 13, 2003. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that during an unspecified procedure the distal tip (end teeth) of cannulated cruciform screwdriver was broken. The broken tip was found and removed from the patient¿s wound. Fragments were not retained in the patient. The screwdriver could no longer be used for the procedure; however the procedure was completed successfully without any surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The 314.463 lot number 4678144 cannulated cruciform screwdriver was returned and reported. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The device was returned and reported to have broken intraoperative. This condition is confirmed; one of the sections of the x-shaped tip has broken off and was not returned leaving a t-shape. It is likely that over thirteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. No new malfunctions were observed during the course of this investigation. The device was manufactured in 11/2003 and is over thirteen years old. The balance of the returned device is in otherwise fair condition with some superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system (technique guide). The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received further reporting that the procedure was a scaphoid screw removal procedure. It was clarified that during the removal, the distal end teeth of cruciform screwdriver was found broken in the operating room. The fragments generated were easily retrievable without any additional medical intervention. No unanticipated x-rays were taken.